Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. No further information was provided.

Event description:
It was reported that patient's system was explanted for an unknown reason. No further information was known or provided.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2023-00057 should not have been reported as a medical device report (MDR) after additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and is thus no longer reportable. There were no complaints against the returned ipg. As received, the ipg was inoperable due to low battery voltage. Analysis of the device found the last daily battery time stamp was 3.006v, logged on 11-16-2022, the day before the explant date (B)(6) 2022). The ipg entered the service application state as a result of the explant procedure. The ipg can only log battery voltage if it's in the therapy application state. Prior to the device entering the service application state the device had not declared eri or eol. The battery was depleted due to the power-on reset experienced during the explant procedure.